Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 05/29/2009.

Event description:
A surgeon reported that fibers were present in a patient's eye at the one day post-op visit. The fibers were removed during a second procedure. Additional information has been requested.